Manufacturer narrative:
The device was received for evaluation. The monofilament was noted to be intact, and could be visualized from the exterior of the pusher. The pet shrink tube was removed to inspect the end of the monofilament where the implant detached. The monofilament appears to have a uniform diameter, and no signs of stretching were visible. There were also no signs of expansion of the monofilament end from heat. Based on the investigation and provided information, the reported complaint of a broken coil can be confirmed. The root cause is unknown; however, force exerted during the positioning of the coil, with no evidence of thermal damage, is consistent with the coil being subjected to force exceeding its tensile strength.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently ongoing.

Event description:
It was reported that multiple attempts were made to place an azur embolization coil at the treatment site. When half of the coil was withdrawn into the microcatheter, the coil unexpectedly detached. The detached coil was pushed with a guide wire into the intended place. There was no reported patient injury and there was no health damage.